Event description:
The facility returned the device for service. During service the baxter repair technician reported failure code 403. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.